Event description:
It was reported that the ventilator failed internal leakage test, pressure transducer test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: 689445

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test, pressure transducer test and flow transducer test during pre-use check. Our field service engineer has investigated the reported ventilator on site. The both nozzles were found broken. However, despite several reminders we didn't receive any pictures for the broken nozzles nor they have been sent for investigation. Therefore, no root cause can be established.

Event description:
Manufacturer's ref. #: (B)(4).